Manufacturer narrative:
A visual inspection was performed on 1 opened and used enite sensor found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned and unable to confirm insertion needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was more painful to insert than usual. Customer reported that the sensor needle may have pulled out the cannula and the wire was exposed. Blood glucose level near the time of the call was 113 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.